Event description:
A site representative reported there was a burning smell coming from the imaging system. The site representative investigated the system and reported the battery charger boards were damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement components shipped to site for issue resolution. The site representative replaced the parts and reported the system is fully functional. On (B)(4) 2015, the site representative performed a navigation system planned maintenance (pm) check-out, all areas passed. Medtronic investigation of returned suspect motor battery charger, pcba motor battery charger 2 and pcba motor battery charger 1 finds that the board has several leaky capacitors. Motor charger board passed bench level test. Battery charger 2 passed bench level test. Battery charger 1 passed bench level test. The reported event was confirmed to be caused by an electrical failure mode due to leaky capacitors.